Event description:
Reportable based on device analysis completed on 24may2024. It was reported that the device was difficult to coil-up, difficult to retract into the sheath, and was stretched. The patient presented with chirobrachialgia and was admitted to the hospital with arteriovenous fistula (avf). After locating the avf by angiography catheter, an 8mm x 20cm interlock was embolized with a torsional microcatheter. However, because the vessel was relatively thin, the coil was not easy to be wounded up, and was difficult to pull and retract into the sheath which caused the coil to be stretched. The microcatheter was withdrawn, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed a detached arm coil.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection found that the main coil, the introducer sheath and the pusher wire were returned. It was observed that the main coil was bent and stretched at the coil arm, all primary coil and arm coil section, moreover the arm coil was detached. The functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Based on the evidence, the reported issues could be confirmed due the device condition.